Event description:
After uncomplicated cataract phacoemulsification and implantation of a chiron silicone iol, the pt returned on the third post-operative day with decreased vision. She stated that her vision was good on the first and second days, but she awakened with decreased vision (but no pain) on the third day. Her vision was decreased to cf, and she had a fibrinoid reaction in the anterior chamber with many cells, but no hypopyn. She was referred to a retinal specialist.